Event description:
A physician contacted the company representative on (B)(6) 2014 regarding item # 62-32440 breaking during a case on (B)(6) 2014. The bone repositioning pin was being used. During the procedure, approximately 6 mm of the head broke off in the patient. The tip was left in the patient.

Manufacturer narrative:
A confirmation of the reported event was not applicable because the instrument was not returned. Because the affected instrument was not returned for investigation a metallurgical examination ¿ indispensable in such cases ¿ cannot be performed and it is not possible to determine the exact root cause. According to previous investigations the possible root causes could have been: too high torsional forces during insertion; the user applied too high bending forces upon to the thread due to not completely cut off zygoma; insufficient cleaning caused pitting corrosion ¿ corrosion favours breakages. The instrument was used as a lever. Concerning the reported issue, a CAPA was implemented, which became effective in 2010-jan. Because no lot code # and no production code # was provided it could not be determined whether the product was manufactured before or after the measures became effective. Therefore further action is deemed to be not required at this time. Product surveillance will continue to monitor complaints of this type for adverse trends and the complaint is added to the complaint trend.

Event description:
A physician contacted the company representative on (B)(6) 2014 regarding item # 62-32440 breaking during a case on (B)(6) 2014. The bone repositioning pin was being used. During the procedure approximately 6 mm of the head broke off in the patient. The tip was left in the patient.

Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.